Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and presented to the hospital. The right ventricular (rv) lead exhibited out of range high impedance with undefined measurement. X-ray showed calcification on the tip of the lead. The lead remains in use. No further patient complications have been reported as a result of this event.